Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Attempts have been made to obtain additional info. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.